Manufacturer narrative:
(B)(4).

Event description:
The customer reported they checked the tracheostomy tube before and during its use. The device was in the patient for a week and was removed and replaced with another tracheostomy tube due to cuff pressure leakage.